Event description:
It was reported by the biomed that they had channel errors. Upon further discussion and error log reviews they found multiple 240.4150 errors. They replaced pressure sensors to correct the issue. This was reported to bd representative during their site visit. There was no information on patient involvement. Although requested, further information was not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.